Manufacturer narrative:
This product is manufactured in the (B)(4), but not marketed in the u.s. Device diopter: 20.0. (B)(4)- no consequences or impact to patient; (plunger override). Conclusions: based on the complaint history, a specific root cause of the event could not be determined. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon used a ks-ni aq310ain 20.0d preloaded injector. When handling the rod, the rod passed beside the lens and failed to eject. There was no patient contact. Cause of incident is unknown.